Manufacturer narrative:
It was noted that the device is not available for evaluation. The following device was also listed in this report: primary tritanium hemi solidback cup 54mm; cat#: 500-03-54e; lot#:7e589m. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient first reported increased groin pain on (B)(6) 2016 with a small superficial suture abscess. The patient had a follow-up visit on (B)(6) 2016 where the wound was superficial and red. A synovasure examination was recommended with a wash-out of wound if needed. On (B)(6) 2016, the patient tested positive for (B)(6) . On (B)(6) 2016, the patient had a revision single exchange arthroplasty, and was treated with daptomycin through a PICC line and oral antibiotics. The operative report noted a small defect was present superiorly after the removal, yet it did not appear to affect the press fit. On a (B)(6) 2016 visit, dr.(B)(6) reported the patient's pico dressing was saturated and removed without incident. The event was reported as resolved (B)(6) 2016 where the patient tested negative for (B)(6) , however, the patient is still on oral antibiotics for an unrelated upper respiratory infection. Dob: (B)(6) . Operative side affected: left hip.(this incident was discovered during a monitoring visit for the 69-11 protocol on (B)(6) 2016. See additional information in subject crf).

Manufacturer narrative:
An event regarding alleged infection involving an unknown liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: the provided medical records are reviewed by consulting clinician and indicated "there is no examination of the explanted components. The event was reported as resolved on (B)(6) 2016 where ¿patient tested (B)(6) for (B)(6)¿. There was no evidence the periprosthetic infection was related to factors of faulty hip component design, manufacturing or materials." Device history review: a review of the device history records and certificates of sterilization could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. The provided medical records are reviewed by consulting clinician and indicated "there is no examination of the explanted components. The event was reported as resolved on (B)(6) 2016 where ¿patient tested (B)(6) for (B)(6)¿. There was no evidence the periprosthetic infection was related to factors of faulty hip component design, manufacturing or materials." A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. Although the device information is not provided, all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10-6 in accordance to applicable iso standards. No further investigation is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The patient first reported increased groin pain on (B)(6) 2016 with a small superficial suture abscess. The patient had a follow-up visit on (B)(6) 2016 where the wound was superficial and red. A synovasure examination was recommended with a wash-out of wound if needed. On (B)(6) 2016, the patient tested (B)(6) for (B)(6). On (B)(6) 2016, the patient had a revision single exchange arthroplasty, and was treated with daptomycin through a PICC line and oral antibiotics. The operative report noted a small defect was present superiorly after the removal, yet it did not appear to affect the press fit. On a (B)(6) 2016 visit, dr. (B)(6) reported the patient's pico dressing was saturated and removed without incident. The event was reported as resolved (B)(6) 2016 where the patient tested (B)(6) for (B)(6), however, the patient is still on oral antibiotics for an unrelated upper respiratory infection. Dob: (B)(6) 2016. Operative side affected: left hip. (This incident was discovered during a monitoring visit for the (B)(4) protocol on (B)(6) 2016.